Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image error was traced back to the cable unit. Cable unit ¿ color defect: even though the fault pattern is described in CAPA-150p-007, the deeper root cause analysis is evaluated in CAPA-151p-024. Therefore, the corresponding ¿root cause¿ is to be taken from CAPA-151p-024. Excerpt from CAPA-151p-024: ¿1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reportable malfunction (green image) was found to be caused by a broken cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the connection was loose and there were picture interruptions when the cable was touched. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the image was green. This report is being submitted for the malfunction found during evaluation (green image). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.